Manufacturer narrative:
(B)(4). Batch #: t5dn76. Investigation summary: the analysis results showed that one ecr45w cartridge reload was received. The reload was received unfired with the retainer staple loaded and the pan dislodged. Further analysis showed the cartridge and retainer were returned damaged. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Based on the damage to the cartridge, it is possible that an improper handling of the cartridge was used. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Right out of the packaging. Was the plastic portion of the cartridge damaged? Not available. Was the metal cartridge pan separated from the plastic portion of the cartridge? Not available. Did the reload fell from the jaws? Didn¿t fill to the jaws.

Event description:
It was reported that during an unknown procedure, the reload separated before use. The damage occurred right out of the packaging. There were no patient consequences.